Event description:
Per the clinic, the patient experienced skin overgrowth and chronic infections at the abutment site, and was treated with antibiotics on (B)(6) 2020 (specific date and duration not reported). The implanted device remains.